Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: xu h., et al (2016), gender differences in outcome after modified brostrom procedure for chronic lateral ankle instability, foot & ankle international, volume 37(1), pages 64-69 (south korea) doi: io. I 177/1071100715603372. This study emphasizes to compare clinical and radiographic outcomes of the modified brostrom procedure for treating chronic lateral ankle instability in men and women. The patients evaluated in the course of this study: from january 2005 and december 2011, a total of 155 patients (155 ankles) with chronic lateral ankle instability who underwent the modified brostrom procedure were included in this study. The 155 patients were divided into 2 groups; a men's group and a women's group. The men's group was composed of 94 patients (mean age, 33.4 years; range, 18-60)with mean symptom and follow-up duration of 56.1 months (range, 6-300) and 43.2 months (range, 24-101), whereas the women's group was composed of 61 patients (mean age, 35.5 years; range, 18-60) with mean symptom and follow-up duration of 58.7 months (range, 6-300) and 42.2 months (range, 24-101). The modified brostrom procedure was performed with bone tunnel and suture anchor techniques. The suture anchor technique used a single suture anchor with non-absorbable 4-strand (fastin rc, depuy mitek, raynham, ma). The results were obtained preoperatively and at each follow-up visit at 3, 6, and 12 months and annually thereafter. The radiologic evaluations were performed preoperatively and postoperatively at 3, 6, and 12 months and then annually thereafter. The following complications were reported as follows: 3 male patients had poor results according to karlsson scores. 3 female patients had poor results according to karlsson scores. 1 female patient had poor results according to the aofas scores. 3 female patients had poor results according to aofas scores. The major complication rates were 4 patients and 3 patients in men and women, respectively, including re-rupture and recurrent lateral ankle instability. The minor complication rates were 5.3% and 6.6% in men and women, respectively, including loss of ankle range of motion, superficial infections, and sural nerve irritation. Five patients (3 men and 2 women) developed superficial wound infections and were treated with wound dressings and antibiotic medication. One woman patient had sural nerve irritation. Four patients (2 in each group) had decreased dorsiflexion and plantarflexion, but no loss in subtalar motion was detected. This report is for an unknown mitek single suture anchor with a non-absorbable 4-strand.